Event description:
It is reported that the threads off the tap broke inside the patient l4 right pedicle. No adverse consequences to the patient and no surgical delay is reported.

Manufacturer narrative:
The reported event was confirmed based on the visual inspection of returned product. The tap was inspected and it was confirmed that the tip was fractured. The fractured piece was not returned as it remains inside the patient. It was reported that awl was not used to prepare pedicle prior to tapping. CAPA was opened to mitigate occurrences tip fracture and includes a design change that increases the thickness of the tap and updating the surgical technique requiring use of the awl prior to tapping has been implementing. The probable root cause of the reported event was determined to be design related - lower wall thickness: the wall thickness of the lower diameter taps are more susceptible to fracture or normal wear and tear of instruments.

Event description:
It is reported that the threads off the tap broke inside the patient l4 right pedicle. A surgical delay of 5 minute was reported. No adverse consequences to the patient.